Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black particles, headaches, memory loss. There was no report of medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black particles, headaches, memory loss. There was no report of medical intervention required by the patient. After the second attempt to have the device and components returned for evaluation, the customer stated the device was returned to the manufacturer, but the manufacturer has still not received the device. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d4: device model, catalog, serial, and unique identifier number; also, section h4: device manufacture date was missed to capture in the previous report; they have been updated or corrected in this report.  Section h6 has been updated in this report.